Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there have been no allegation of any malfunctions or product deficiencies with the liberty cycler set in relation to this event. Based on the reported information, the peritonitis event can be reasonably attributed to touch contamination while disconnecting from the pd exchange to go to the bathroom, as reported by the patient¿s pd nurse. The manufacturer instructions for use provide caution to the user not to touch the inside of connections and to use aseptic technique when connecting/disconnecting from treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy has peritonitis during a follow-up call for separate issue of draining slowly on the fresenius cycler. With respect to the draining slowly issue, it was reported that the patient is using heparin, and the patient is draining better. In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024, the patient was seen (in the outpatient pd clinic) for symptoms of abdominal pain and cloudy pd effluent. The patient had a pd culture obtained (the same day) which had no organism growth, and an elevated white blood cell (wbc) count consistent with a diagnosis of peritonitis. Per the nurse, the patient was treated with intra-peritoneal (ip) antibiotics using vancomycin on an outpatient basis. The nurse states the patient is recovering and continues treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse states the peritonitis was due to a breach in aseptic technique from the patient disconnecting from pd treatment at night to use the bathroom. The fresenius cassette lines have been discarded (lot number not available).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy has peritonitis during a follow-up call for separate issue of draining slowly on the fresenius cycler. With respect to the draining slowly issue, it was reported that the patient is using heparin, and the patient is draining better. In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen (in the outpatient pd clinic) for symptoms of abdominal pain and cloudy pd effluent. The patient had a pd culture obtained (the same day) which had no organism growth, and an elevated white blood cell (wbc) count consistent with a diagnosis of peritonitis. Per the nurse, the patient was treated with intra-peritoneal (ip) antibiotics using vancomycin on an outpatient basis. The nurse states the patient is recovering and continues treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse states the peritonitis was due to a breach in aseptic technique from the patient disconnecting from pd treatment at night to use the bathroom. The fresenius cassette lines have been discarded (lot number not available).